Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case was dented, the lower case and one bail cover were broken, the ring cover was broken and contaminated, one bail cover and one bail were missing, the serial number label was torn and the battery contacts were compressed. The generator was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.